Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead was in the hospital for heart failure symptoms. The physician found the rv thresholds and risen and elected to reposition the lead. There ware no additional adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be upgraded should further info be provided.